Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the issue was observed on the navigation screen. The instrument being used was a straight suction.

Manufacturer narrative:
H3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the site moved the system to another room during a case. When the system was back up and the site continued with the case, the surgeon stated that the accuracy was off when he was navigating. They were inferior from where they should be. The surgeon abandoned use for the rest of the case. The representative indicated that the patient tracker was not moved, and it was unknown if the patient was registered again after the system was moved. There was no reported delay to procedure and no reported impact to patient outcome.

Manufacturer narrative:
Continuation: section information references the main component of the system. Other relevant device(s) are: product ID: (B)(4) , version #: 2.1.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: additional information was added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the inaccuracy was observed towards the middle of the procedure. It was in the ethmoid sinus. The amount of inaccuracy was unknown.

Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The archive was reviewed and contained a computed tomography (CT) image with 218 slices and 0.6 millimeter (mm) of spacing and thickness. Archive captured that the site performed trace registration and collected the trace points on the nose and covered the head with an accuracy metric of 1.5 mm with a yellow and green zone of accuracy. Also observed, a few red points and were in the air. However, the archives didn't capture enough information to determine the root cause. Recommend to take more asymmetrical trace points and cover the broad areas for better registration accuracy. As per the information provided on 2025-jun-18, logs were not available as the solid state drive (ssd) was replaced. Codes: b01, c19, d15 h2) please see section d9 for when the archive was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.